Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after being indwelled in this patient for 6 months, this catheter occurred incomplete rupture internally. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed and appears to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A circumferential split was observed in the catheter between the 12 and 13 cm depth markers, approximately 13.8 cm distal to the molded joint. The catheter was observed to be kinked at the location of this split. The ink on the extension leg as well as the 2-7 cm and 9-10 cm depth markers was observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight and slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous leading up to the edges of the split as well as on the side of the catheter opposite the spilt. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after being indwelled in this patient for 6 months, this catheter occurred incomplete rupture internally. No other information was provided.